Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited noise and oversensing resulting in delivery of inappropriate shocks. Boston scientific technical services (ts) reviewed the episodes and discussed that the noise appeared to be consistent with potential air entrapment in the device header. Ts discussed programming options. The device was reprogrammed from secondary to primary vector and appropriate sensing was observed. The patient was admitted to the hospital and non-invasive programmed stimulation (nips) was performed three days later. The time to therapy during testing was observed to be longer around 25 seconds. Ts reviewed the strips from the tests and discussed that the longer time to therapy was due to the morphology being consistent with torsades and exhibiting a pattern that went from tall to short to tall. Ts discussed that because this time to therapy was a bit longer, does not mean all therapy delivery will be long. This product remains implanted and in service. No additional adverse patient effects were reported.